Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment/slda in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully, reducing mr to 3-4. However, it was noted that the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). The mr remained 3-4. A second clip was advanced to the mitral valve to stabilize the slda clip; mr was reduced to 2. The patient is stable. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.